Event description:
It was reported that during a hals sigmoid colectomy procedure, surgeon fired the device twice for proximal and distal transection of the colon. When he moved to put the circular stapler anvil into the colon, he noticed that the staples were not formed and closure was not obtained at either site. This necessitated firing new device to complete the procedure. There was no patient consequence.